Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) stated that he got the pump to turn back on by tapping the machine on the side of the housing. The biomed thinks its a loose connection.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump intermittently turned off and on. The pump was in the cardioplegia (cpg) position. The device was not changed out, as the pump was used for case. The suspect pump was then removed from service and a backup was brought in. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.